Manufacturer narrative:
A ge oec service representative investigated the issue and found the collimator need to be re-calibrated. The collimator was re-calibrated. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system displayed a ffb error code. Also system had issues collimating.